Manufacturer narrative:
An additional lot number was reported (lot #m017342). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. When the customer changed the supplies, the customer received intermittent inaccurate fill estimates. The customer's blood glucose level was not provided for the initial occlusion and fill estimate report. However, for the most recent inaccurate fill estimate, the customer's blood glucose level was 291 mg/dl and a correction was administered. Reportedly, the customer would continue to use the pump until replacement pump is received. Also, it was confirmed that the customer had a backup method of insulin delivery.